Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chlamydial infection in 2004. Healthy. No concurrent conditions and no gynecological history. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("tiredness"), swelling ("swelling"), tachycardia ("tachycardia") and arthralgia ("joint pain / hip pain"). The patient was treated with surgery (laparoscopy, fallopian tubes removal, resection of right cornua on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, fatigue, swelling, tachycardia and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, fatigue, swelling and tachycardia to be unrelated to essure. The reporter commented: essure removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection in 2004. Healthy. No concurrent conditions and no gynecological history. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("tiredness"), swelling ("swelling"), tachycardia ("tachycardia") and arthralgia ("joint pain / hip pain"), lasting 2 years. The patient was treated with surgery (laparoscopy, fallopian tubes removal, resection of right cornua on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, fatigue, swelling, tachycardia and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, fatigue, swelling and tachycardia to be unrelated to essure. The reporter commented: essure removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection in 2004. Healthy. No concurrent conditions and no gynecological history. On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("tiredness"), swelling ("swelling"), tachycardia ("tachycardia") and arthralgia ("joint pain / hip pain"). The patient was treated with surgery (laparoscopy, fallopian tubes removal, resection of right cornua). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, fatigue, swelling, tachycardia and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, fatigue, swelling and tachycardia to be unrelated to essure. The reporter commented: essure removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure was removed due to symptoms experienced by patient; the symptoms started in 2016 (2 years ago). No further information is available. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 05-nov-2018. The most recent information was received on 09-jan-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection in 2004. Healthy. No concurrent conditions and no gynecological history. On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("tiredness"), swelling ("swelling"), tachycardia ("tachycardia") and arthralgia ("joint pain / hip pain"). On an unknown date, the patient experienced tooth disorder ("tooth problems"). The patient was treated with surgery (laparoscopy, fallopian tubes removal, resection of right cornua). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, fatigue, swelling, tachycardia, arthralgia and tooth disorder outcome was unknown. The reporter provided no causality assessment for tooth disorder with essure. The reporter considered abdominal pain lower, arthralgia, fatigue, swelling and tachycardia to be unrelated to essure. The reporter commented: essure removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2019: further information received from physician via health authority valvira. Reporter¿s information was provided. Patient also experienced tooth problems. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.